Manufacturer narrative:
(B)(4).

Event description:
Received info, the pt went through airport security screening devices and since then device will not work. Pt saw a "call your doctor" icon but does not know the numbers or letters with it. Add'l info has been requested and if received, a follow up report will be sent.